Event description:
It was reported that during a rectum resection procedure, the device did not staple. Another device was used to complete the surgery. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).